Manufacturer narrative:
The investigation for the reported console (aic) battery failure issue has been completed. The console was returned for evaluation. Upon initial boot up with the ac power, the console displayed the battery failure alarm, and the battery 1 lcd screen was partially blank. The batttest result shows a cell imbalance in cell 4 of battery 1. Upon removing the original defective battery set and connecting the known-good batteries, aic was able to charge the batteries without any failure. Data logs were reviewed finding the console was booted up and shut down nine times, and every time, there was a persistent ¿battery failure" alarm. This confirms the reported failure mode. The root cause of the battery failure alarm was cell imbalance in cell 4 of battery 1. Added- d9 device return date d4-updated common device name

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility biomedical department reported that the loaner console had a battery failure observed upon setup. The automated impella controller (aic) was removed from service per instructions for use a backup will be used for any patient use. No patient harm or involvement was reported.